Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (produces faults) was confirmed. As received, the charger would not recognize a test battery pack. Upon evaluation, there was contamination on the battery board. The cause of the faults and inability to recognize a test battery pack is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. A patient safety alert was mailed to active patients on (B)(6) 2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery charger.

Event description:
A us distributor contacted zoll to report that a patient's battery charger was producing faults.